Event description:
Ous MDR - it was reported that approx. 90 months after the implantation, the device showed elevated battery consumption.

Manufacturer narrative:
The pacemaker was not returned for analysis. Analysis is thus based on the available production documents and the submitted device data. The production process for this device was reviewed. The production documents did not show any irregularities. All production steps were correctly executed. A standard electrical outgoing goods test was performed and good working order was documented. The device data submitted were analyzed and the clinical complaint was confirmed. Analysis of the pacemaker memory printout documented an unexpected level of power consumption. This could suggest dysfunction in the pacemaker electronics. If the current power consumption should remain constant, which cannot be predicted based on the available data, a remaining service time of 24 months could be assumed. If additional relevant information or the actual device become available, please send us this as well. The process will then be updated accordingly.